Event description:
It was reported that the patient presented for follow up in clinic. Upon interrogation, the generator had exhibited oversensing noise. Programming changes were made to the device. Patient was discharged and would be followed.